Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No abnormalities that could have contributed to this event were found during the device history records review and the product was released according to company's acceptance criteria. (B)(4).

Event description:
A surgical consultant reported lasik flap thickness was different than what was programmed treatment in a patient's right eye. Upon follow up, the flap thickness was checked immediately after lifted. No other method or instruments were used to check the flap thickness. Surgeon has no concern with outcome. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.